Manufacturer narrative:
The investigation of the returned coil system found the implant damaged, deformed, and separated from the pusher with the monofilament exposed; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the exposed monofilament with a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Event description:
See h.10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
It was reported that after the coil was hydrated and taken out of the dispenser, the coil entered the microcatheter, but it could not be pushed and retrieved normally after the coil was pushed outward. After removal, the coil was found prematurely detached inside the microcatheter. The coil was replaced with a new one to complete the procedure successfully. There was no patient injury or intervention. The patient is normal.